Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic due to discomfort from pacing. Upon interrogation, the device was noted to be in backup mode. An attempt was made to restore the device, however this was unsuccessful due to a high battery impedance. A device replacement procedure is anticipated and the patient was stable.